Event description:
Inbound. Cadd legacy pump alarming no disposable clamp tubing. Switching to backup pump resulted in same alarm, pre-filled cassette sent on (B)(6) 2022, lot number 939655. Switched to new cassette, infusing without issue. No further details provided.